Event description:
It was reported that during a lap cholecystectomy procedure, the duckbill fell off and ws retrieved after it fell into the patient. The case was completed at the time the incident happened.